Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator originally had a power issue. After further communication it was clarified that the device displayed an unresolved "vent inop" alarm during patient use. The customer reported that there was no patient harm and the patient was transferred to a back up unit.